Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial setup the ilet displayed alert 41 and restarted, consistent with an insulin shaft rewind error that prevented normal operation, and the device was replaced. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included device replacement and return of the original device. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.